Manufacturer narrative:
(B)(4). No conclusion code available. The reported set screw anomaly was confirmed in the laboratory and was due to septum material inside the set screw hex cavity that prevented full insertion of the torque wrench. (B)(4).

Event description:
It was reported that during an unrelated lead revision, set screw anomaly was observed. The pacemaker was explanted and replaced. Patient was in good condition following the procedure.